Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately ten days post implant the right ventricular (rv) lead had dislodged. During the revision procedure the physician noted the lead helix would not extend / retract smoothly. When the lead was extracted it was observed that there were tissue fragments in the helix. A new lead was implanted. No patient complications have been reported as a result of this event.